Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14j039 was manufactured on september 22, 2014 ¿ september 25, 2014. The device was received for evaluation. Visual inspection noted a white particle approximately 1.32 mm in length, floating in the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the bladder of a small volume intermate. The device was filled with gentamicin. There was no patient involvement. No additional information is available.